Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested a review of this pacemaker system. Upon review, the presenting electrogram (egm) recorded low out of range pacing impedances on the right atrial (ra) and right ventricular (rv) leads which triggered a lead safety switch (lss) on the ra lead. Ts suspected that the possible cause of the drop in impedances may be due to possible lead to lead interaction or insulation damage, however, was not confirmed by ts. Further review of the egm, appeared to have revealed possible premature battery depletion (pbd) of this pacemaker device. At this time, the pacemaker device, rv and ra leads remain in service.